Event description:
Philips received a complaint by the customer on the v60 indicating that the caster was loose. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the caster was loose. The customer inquired about how to tighten the caster. The remote service engineer (rse) informed the customer they would need a 17mm thin wrench and which nut to tighten. The customer tightened the nut to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.